Manufacturer narrative:
The patient was 12 weeks post implantation with no evidence of callus formation at the time of the removal. The implant was observed to be fractured on x-rays immediately preceding the removal procedure. The implant was successfully removed. Review of available x-rays from 5 days after the implantation surgery show that the implant was properly placed and holding the fracture in proper alignment to permit anatomical healing. Additional information was not made available. This implant is not designed to sustain loading for extended periods during non-unions as experienced in this event. A review of manufacturing and quality records for this production lot confirms that the device met all specifications at the time of manufacture and distribution. Explanation of device codes used: (B)(4). Device not returned.

Event description:
A broken clavicle implant was removed approximately 3 months following implantation in a patient reported to have an infection and non-union.